Event description:
The actual residual volume was greater than the expected residual volume. Specific values for volumes were not stated. The patient had a catheter revision. The physician was considering replacing the pump as well. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).